Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer had symptom of high blood glucose; customer had sensitivity to light, off balanced and joint pain. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for four or five days and was treated with insulin drip. Customer was no wearing insulin pump at the time of hospitalization. Customer was disconnected from insulin pump for less than 48 hours. Customer reported to have received insulin blocked alarm and declined troubleshooting for high blood glucose.